Manufacturer narrative:
(B)(4). Date sent: 4/28/2020. Batch # n92331. Device analysis: the device was received with skiving of the heat shrink (shaft cover) material not all present. In addition, the device was received with the upper jaw bent at the proximal side. The device was connected to the generator and it was recognized. Because of the condition of the device, not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The IFU warns, "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during a hysterectomy, the physician tried to close device, but it was very stiff. The casing came apart when removing from the trocar. Fragments were generated but retrieved without issue and the case was completed with no patient consequences.